Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and sensor glucose (sg) values. During analysis, customer care found that the user was entering manual bg events instead of calibrations and advised proper calibration entry for optimal system performance. The case was escalated to support for further review. A review of sensor data in dms did not indicate any system malfunctions. As part of proactive troubleshooting measure, a sensor re-link was recommended to clear the calibration buffer and address a potential calibration misalignment. Customer care assisted the user with the sensor re-link, which was completed successfully. A system review in dms confirmed that the user is actively using the system with up-to-date information. Review. A. Date of this report 01 march 2026. G3. Date received by the manufacturer? 01 march 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.